Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was a noisy compressor. Additional malfunctions were loose nylon ties and a dirty smart pack.